Event description:
It was reported that 9 days after a coronary drug eluting stenting treatment procedure, the pt died. The lesion being treated was in the moderately tortuous, severely calcified, 95% stenosis right coronary artery (rca). The lesion was predilated with a maverick 2.5 x 15 mm balloon. The physician attempted to cross the lesion with a taxus express2 8.8% 3.00 x 16 mm drug eluting stent, but could not cross. He then attempted to cross the lesion with a taxus 3.0 x 8 mm stent but was unsuccessful. The physician decided not to implant any stents at the lesion site. It was reported that the pt expired 8 days later. At this time the cause of death is unk.